Event description:
The rn attempted several times to start patient with acute renal failure secondary to ischemic acute tubular necrosis from hypotension and sepsis on hemodialysis. The prismaflex (cvvhdf) had multiple alarms. Two filters were used and troubleshooting at least three different types of alarms were attempted without success. Consequently, the technician was notified of problems per the 1-800 number. The technician asked to have the present filter torn down and discarded, while she checked with her technical support. The technician called back and with the rn's help, ran some internal checks on the machine. It was determined there was an internal problem with the machine. The machine was taken out of service, tagged and biomed was notified. Another prismaflex was then set up and the patient started on treatment successfully. Patient's condition stable throughout delay of care that resulted from the faulty machine. Biomed report stated errors included incorrect weight, effluent bag leak, and effluent clamp closed. Biomed had trouble calibrating, and when finally calibrated found scale to be way off. The representative came to facility and replaced the scale. All scales checked for accuracy and machine ran through mock treatment without problem. Machine was returned to service.